Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the navigation system became unresponsive when loading an exam via disc. It was reported that the mouse cursor was moving but the navigation system would not respond to prompts from the user. A soft restart restored functionality to the navigation system. There was no patient present when this issue was identified. No additional information was provided.